Event description:
It was reported that during a stent procedure, upon deployment of the stent, the stent delivery system (sds) burst at 8atm. Contrast was observed in the intimal indicating that a dissection had occurred. The sds was removed, a balloon catheter was used for post-deployment, and the dissection sealed up. The pt is reported to be doing well.